Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case near the display window corners, and a cracked reservoir tube lip.

Event description:
The customer's mother reported that the insulin pump had physical damage. Customer stated that there was a crack on the screen. Troubleshooting was done. Customer's blood glucose was unknown. Customer stated the damage occurred during baseball camp. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.